Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and pelvic neoplasm ("pelvic tumor") in a 38 year-old female patient who had essure inserted for tubal ligation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 91 days after essure insertion, she experienced heavy menstrual bleeding ("heavy menstrual bleeding") and arthralgia ("pain in hip"). On (B)(6) 2009 she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2011 she was found to have pelvic neoplasm (seriousness criterion medically important). On (B)(6) 2020 she experienced libido decreased ("libido decreased"). On (B)(6) 2021 she experienced depression ("depression"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal). On (B)(6) 2011, the pelvic neoplasm had resolved with sequelae. On (B)(6) 2022, the pelvic pain had resolved. On (B)(6)2022, the heavy menstrual bleeding had resolved with sequelae. On (B)(6) 2022, the arthralgia had resolved with sequelae and the depression and libido decreased had resolved. No causality assessment was received for essure with regard to pelvic neoplasm, pelvic pain, depression, heavy menstrual bleeding, libido decreased or arthralgia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and pelvic neoplasm ("pelvic tumor") in a 38 year-old female patient who had essure inserted for tubal ligation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 91 days after essure insertion, she experienced heavy menstrual bleeding ("heavy menstrual bleeding") and arthralgia ("pain in hip"). On (B)(6) 2009 she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2011 she was found to have pelvic neoplasm (seriousness criterion medically important). On (B)(6) 2020 she experienced libido decreased ("libido decreased"). On (B)(6) 2021 she experienced depression ("depression"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal). On (B)(6) 2011, the pelvic neoplasm had resolved with sequelae. On (B)(6) 2022, the pelvic pain had resolved. On (B)(6) 2022, the heavy menstrual bleeding had resolved with sequelae. On (B)(6) 2022, the arthralgia had resolved with sequelae and the depression and libido decreased had resolved. No causality assessment was received for essure with regard to pelvic neoplasm, pelvic pain, depression, heavy menstrual bleeding, libido decreased or arthralgia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.